Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the system was functioning as intended. The issue was likely caused by metal interference. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported a number that was supposed to be below 0.4 was showing as 3.2. It was noted a manufacturer representative suspected metal interference, so they removed metal from the field without resolved. Additional information was received stating the initial issue was the site was unable to pass registration. Technical services (ts) recommended repositioning the emitter because the trace points were not showing on the left side of the face. After doing this, the surgeon was able to pass registration, but then was unable to verify their instrumentation. The emitter details page showed a geometry value of 2.6-3 for the non-invasive patient tracker (nipt), which indicated potential metal in the field. The site stated there was no metal in the field. Ts then recommended trying to adjust the placement of the emitter again, but the site stated they no longer wanted to troubleshoot. Use of navigation was aborted, but the surgery was continued. This issue occurred intraoperatively and cause a 45-minute surgical delay. There was no reported impact on patient outcome.